Event description:
The event is reported as: the balloon would not inflate during pretesting. Device not used. No injuries reported.

Manufacturer narrative:
Product has not been rec'd by manufacturer. Investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.